Manufacturer narrative:
One tactisys¿ quartz was received for evaluation. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. The returned quartz was powered on and an audible beep was observed to indicate a successful boot. Communication was established. A known-good catheter was connected and valid contact force was observed. Fiso diagnostic verified all fiso compact modules were functional. The quartz was left-on for an extended period and no anomaly was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation. The field reported event was not confirmed. Based on the information provided and investigation performed, the root cause cannot conclusively be determined as the field reported event was not reproducible. Communication was maintained after an extended period during the evaluation.

Event description:
During an atrial fibrillation ablation procedure, near the end of the procedure the tactisys would intermittently disconnect from the display work station causing the contact force to disappear and this caused a clinically significant delay. Multiple troubleshooting steps were attempted to no avail, and ultimately the tactisys had to be power cycled approximately ten times in order to connect to the system. In addition, the tactisys icon also had to be toggled establish a connection. The procedure was still completed and there were no adverse consequences to the patient.